Event description:
Charite artificial disc that had been implanted approx. 2-years ago was revised. The poly core was found to have extruded. A revision was performed and the core only was removed. The endplates were left in place and that pt was reported to have fused.